Manufacturer narrative:
This case has been further assessed as "not reportable" due to the additional information received. The unit was not able to start ventilation preventing use of the unit.

Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The central processing unit (cpu) and oxygen sensor were replaced to resolve the issue.

Event description:
The hospital reported that, unit is restarting automatically. There was no report of patient involvement.